Event description:
Customer alleged rollator broke in the middle where the locking mechanism is located on the left hand side. No injury alleged.

Manufacturer narrative:
(B)(4). The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that the rollator broke on the left side, in the middle, where the locking mechanism is located. Invacare has advised the consumer to stop using the product and advised her of local dealers in her area. No RMA has been issued at this time. No injury.